Event description:
Pt had a foley catheter inserted on 1/28/95 and discontinued on 2/3/95. Upon removing the foley, the nurse and pt heard a "pop". On 3/3/97, the pt had a cystoscopy. A "2 cm rubberized foreign object" was found in the bladder. Additional event date:3/3/97.